Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 364 mg/dl, while wearing the pod between 24 and 36 hours on the leg. Corrections were administered using the pod but the bg levels did not decrease. The patient could feel the adhesive pad wet with insulin and stated that the pink slide did not move forward; indicating a failure of the needle mechanism. The pod was removed and the cannula was noted to be bent. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied. The patient's blood glucose and insulin history is as follows: (B)(6).

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and the pink slide visible. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The pod ran for 1664 pulses without any timeouts, drive stalls, or pulse width increases and the pod was deactivated by the user. Upon investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure.